Manufacturer narrative:
The doctor placed a filter incorrectly with the cartridge in the wrong orientation. Placing jugular, the filter was oriented for the femoral deployment. Dr then retrieved the filter via femoral access. Another option was placed and the patient was unharmed. No product is expected to be returned in relation to this product complaint. A review of the dhrs was conducted and no similar concerns were found. The ncr database was reviewed for the finished, packaged lot number and no similar concerns were found. Based on the event description and communication from the sales representative, the filter cartridge was not attached in the correct orientation by the user. The product IFU include specific instructions on correctly orienting the cartridge. A review of the complaints database was conducted and no similar complaints were found related to this part number or to this lot number.

Event description:
Dr (B)(6) placed a filter incorrectly with the cartridge in the wrong orientation. Placing jugular, the filter was oriented for the femoral deployment. Dr then retrieved the filter via femoral access. Another option was placed and the patient was unharmed .